Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records (if they become available) by post market clinical staff and completion of the plant¿s investigation.

Event description:
A hospital facility reported during hemodialysis treatment, a pediatric patient experienced a blood leak at the arterial end of the dialyzer. The leak was visually confirmed and the treatment was immediately stopped before any machine alarm occurred. No blood test strips were used. The patient lost 48ml of blood, and a lab test revealed a rbc level of 10.2. The patient was then transfused with 70ml of blood. There was no other patient harm or symptoms, and the patient was able to complete treatment on another machine. The sample dialyzer is not available, but a companion sample from the same lot has been requested. The technician at the hospital put the machine through a series of blood leak tests, and all tests passed. The machine is back on the dialysis floor.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. The reported issue of no visual or audible alarm generated for blood leak was not able to be duplicated. However, the res calibrated the blood leak detector as a preventative measure. Additionally, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification. The reported event of no visual or audible alarms generated for blood leak was not able to be confirmed. Although the device was not returned for analysis, a fresenius technician performed an on-site evaluation of the unit and was not able to duplicate the reported issue. Functional testing performed by the res confirmed that the unit was operating properly. The unit has been returned to service at the user facility. The patient medical records were provided by the facility on february 12, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the 13 pages of medical records this 14 months old, female ckd patient started on hemodialysis (hd) therapy on an unknown date in 2015. On (B)(6) 2015, the patient presented to her pd clinic, tissue plasminogen activator was administered for a dwell and then aspirated, and the patient cried when her abdomen was palpated. After the pd clinic visit, the patient presented to the hospital for her hd treatment. As soon as the hd treatment was initiated, a slight amount of blood was observed leaking into the dialysate from the dialyzer membrane. The treatment was stopped and the patient was disconnected from the extracorporeal circuit. The blood was not returned to the patient. The patient¿s estimated blood loss was approximately 48ml. The treatment was restarted on another hd machine with a new blood circuit and dialyzer, and the treatment completed. Treatment data for that day included treatment time of 120 minutes, blood flow rate 80, dialysate flow rate 300, dialysate bath (2 potassium, 2.5 calcium). The patient was also transfused one unit of packed red blood cells while on treatment, and cefepime was administered post treatment; dose, route, and frequency not reported. On (B)(6) 2016 the patient presented to a hospital febrile with abdominal pain, cough, and congestion, was admitted, and was diagnosed with concern for peritonitis. The mother reported that the patient experienced daily emesis, daily loose stools, and intermittent abdominal pain, as evidenced by pulling legs up to her abdomen, for one week prior to the admission. After the admission, pd effluent was not able to be aspirated, and the patient cried after 10ml of pd fluid was instilled. Review of medical records revealed that the pd catheter has not been able to drain since it was inserted. On (B)(6) 2016, the patient was discharged from the hospital. There is no documentation within the medical record to support a possible association between the fresenius 2008k2 hemodialysis machine, the events of blood leak, the concern for peritonitis, and the outcome of hospitalization. Follow-up information was provided by the hospital¿s pd unit secretary (children¿s medical center) who confirmed that the facility had used fresenius pd solutions in the past, but has changed to another manufacturer¿s product. This patient was not administered a fresenius pd product. Additionally, a search of sap materials management confirmed that fresenius pd solutions have not been delivered to the facility during the past three months: (B)(6) 2016.

Event description:
After the blood leak was observed during hemodialysis treatment, the following day the patient presented to a hospital febrile with abdominal pain, cough, and congestion, was admitted, and was diagnosed with concern for peritonitis. Prior to admission, the patient experienced daily emesis, daily loose stools, and intermittent abdominal pain. After the admission on (B)(6) 2016, the patient presented to the hemodialysis unit. The patient was a prior peritoneal dialysis patient, and pd effluent was not able to be aspirated, and the patient cried after 10ml of pd fluid was instilled. The pd catheter has not been able to drain since it was inserted. On (B)(6) 2016 the patient was discharged from the hospital.